Manufacturer narrative:
On (B)(6) 2018, mentor has received additional information that the capsular contracture was bake grade IV on the right breast implant. On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with gel mentor breast implants and experienced capsular contracture and deflation on the right breast implant. The capsular contracture and deflation were discovered during doctor visit on (B)(6) 2017. As a result, the patient had undergone explantation and replacement of the devices with gel mentor memorygel breast implant 325cc catalog number 3503251bc, serial number (B)(4) on the left breast and gel mentor memorygel breast implant 325cc, catalog number 3503251bc, serial number (B)(4) on the right breast.

Manufacturer narrative:
On 06/29/18, it was reported to mentor that the device that was received was a non-mentor device. Manufacturer¿s reference number: (B)(4).